Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and causing the reported failure mode. This component will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparation for a gastroscopy procedure, his olympus evis exera iii video system center was not producing an image when a 180 series scope was used. According to the initial reporter, the nurse changed to a 190 series scope, and the image was present without fault. There was no patient harm reported from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to faulty patient board (dr) set. The cause was likely due to the device manufacture date which was before the circuit design change of the operational amplifier of the dr board. It was also possible that an image was not displayed due to connection failure of the video connector. It was recommended to replace the dr board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.